Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was observed that the lead was returned intact. The helix was retracted. There was dried body fluid on the helix housing, which is not abnormal for active fixation leads. It was noted that there were deformed coils in multiple locations and set screw marks were noted on the terminal pin in the wrong location. Despite these observations, dislodgement was not confirmed through the product analysis, but dislodgment is a known inherent risk as it is an issue covered by the instructions for use (IFU).

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted. The right ventricular (rv) lead was repositioned into the right atrium. The rv lead was, then, replaced. No additional adverse patient effects were reported.